Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, lot# n293675008, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving fentanyl, 2100 mcg/ml concentration at 101.1mcg/day dose, bupivacaine, 17 mg/ml concentration at 0.819 mg/day at dose and clonidine, 0.5 mg/ml concentration at 0.024 mg/sday dose via intrathecal drug delivery pump for unknown indication of use. It was reported that proximal catheter was broken. The hcp stated pump flipped in pocket. Environmental/external/patient factors that may have led or contributed to the issue was reported to be unknown. Diagnostics/troubleshooting was reported to be unknown. For interventions/actions, previous proximal catheter portion was explanted and replaced. The return status of the explanted catheter was no return-customer discarded. Catheter was patent and dose was decreased. At the time of this report, the issue was resolved and patient status was alive-no injury. No further complications were reported.